Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was reported to be due to an "allergic reaction to system" (system was not specified); as no further detail was provided, the cause of the peritonitis is assessed as unknown. On an unreported date the patient was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report the patient had recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.